Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had inaccurate cgm values 8 days after the sensor was inserted in the arm. On (B)(6)2024, the patient was sleeping when his cgm alerted him that he was reading low around 01:00 am. The patient was experiencing headache and felt nauseous. The patient was self-treated for hypoglycemia and did not take a bg reading. After a while the cgm reading was not increasing, the patient decided to go to the emergency room with his wife around 10:00 am. There they took a bg reading which was 470mg/dl and the cgm was still reading low. The patient was treated with IV insulin. The patient was discharged after 4 hours. At the time of the report the patient was feeling better, and the bg reading was 350 mg/dl and going down. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.